Manufacturer narrative:
(B)(4). On (B)(6) 2021 customer called in with the following concern: customer is unexplained high bgs and also has the clear retainer ring pump. Patient can also smell insulin in the chamber.p-cap locked in place properly during testing. Unit was successfully downloaded using (thump software). The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. During download review no relevant alarms confirm in download history files to confirm complain code. Proceed it by cutting unit open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection no moisture damage on reservoir chamber or anomalies noted during visual inspection. Unit received with cracked retainer, cracked keypad at select button, keypad overlay texture damage, missing serial number label and scratched case. In conclusion, customer concerns are not confirmed. No relevant alarms noted in download history review and testing of the unit was successful. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had unexplained high blood glucose. Blood glucose was 23.2 mmol/l. Customer reported under delivery. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.